Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the .018 3 x 4 40 slalom percutaneous transluminal angioplasty (pta) high-pressure (hp) balloon catheter was used but it ruptured during its third inflation. There was no reported patient injury. This was a shunt percutaneous transluminal angioplasty (pta) case. There was no difficulty removing the product from the hoop and when removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally. No in-deflators were used. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The plunger was depressed into the syringe/indeflator when trying to inflate. The balloon did not inflate normally. The balloon burst. The product was returned for analysis. One non-sterile slalom pta .018 hp 40 3x4 percutaneous transluminal angioplasty balloon catheter involved in the complaint was received for analysis coiled inside a plastic bag. Per visual analysis, a seemingly burst condition could be observed on the balloon of the unit. No other physical characteristics could be observed at the naked eye. Per microscopic analysis, sem analysis was performed to the received balloon unit to identify the possible root cause of the burst condition on the balloon with the following results: results showed that the balloon burst was caused by a rupture on the balloon surface. The inner surface presented no anomalies near the balloon rupture. The outer surface presented evidence of scratch marks near the balloon rupture. This type of damage is commonly caused during the interaction of the balloon material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the balloon outer surface could have probably led to the ruptured condition found on the received device. It seems the balloon material near the rupture was torn either due to the interaction of the balloon with calcified spicules located on the lesion or with a sharp object from the outside of the balloon. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82185238 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ was confirmed through analysis of the returned device as scratch marks were observed on the outer surface of the balloon. However, the exact cause cannot be determined. It is likely vessel characteristics contributed to the event reported as evidenced by device analysis. The balloon material was likely damaged during inflation of the lesion as the procedure performed was a shunt pta case, arteriovenous shunts are often scarred and fibrous in nature and therefore often resistant to balloon expansion increasing the likelihood of damage to the balloon. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the .018 3 x 4 40 slalom percutaneous transluminal angioplasty (pta) high-pressure (hp) balloon catheter was used but it ruptured during its third inflation. There was no reported patient injury. This was a shunt percutaneous transluminal angioplasty (pta) case. There was no difficulty removing the product from the hoop and when removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device was prep normally. No indeflators were used. There is no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The plunger was depress into the syringe/indeflator when trying to inflate. The user was unable to depress the plunger into the syringe/indeflator when trying to inflate. The balloon did not inflate normally. The maximum inflation pressure was at 20 atm. The balloon burst. The device will be returned for evaluation.